Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
Analysis of this device was completed.

Event description:
It was reported that during this right ventricular (rv) lead implant the lead was difficult to place. Additionally, the pace impedance measurement was greater than 2000 ohms. The physician decided to remove the lead and use a different one. No adverse patient effects were reported. This product has been returned and a device evaluation is to be completed.